Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas 6000 e601 module. The initial result was 0.1 miu/ml, and the repeat result was 501 miu/ml.